Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. The additional evaluation visual inspection revealed that the polyaxial screw head is jammed. The production and material documentation show that the production meets all specifications. In addition, it was detected that the closing cone was completely destroyed, which disabled and hindered the polyaxial movement. It is impossible to determine whether this happened while using the screw or while trying to remobilize it. No production error was established. This part was manufactured according to the specifications. No production error was established.

Event description:
It was reported that the rib hook broke during surgery. This is report 1 of 1 for complaint (B)(4).